Manufacturer narrative:
Follow-up #1, date of submission 10/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: during investigation, the pump was unable to power on. The complaint could not be investigated due to this. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust and corrosion was visible in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and evidence of moisture was found on the battery canister, in the cover, and on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.